Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that lead did not show any visible damage but based on troubleshooting, it was confirmed that the lead was bad. Patients ipg was working correctly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances. Patient lead showed high impedance over 40,000 on contacts 1 and 6. It was positional. Sometimes there were no impedance and most of the time 1 and 6 were out. There was a loss of stimulation and intermittent stimulation. Rep  tested lead intra op at lead revision. Switched ports on battery and it confirmedlead was bad. No visible damage seen. The lead was replaced. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #:(B)(6) , ubd: 31-may-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.